Event description:
The patient reportedly experienced intermittencies followed by a loss of lock with her internal device. Testing of the device showed that it is not functional. Revision surgery will be scheduled.